Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported baxter (B)(4) a flogard IV solution administration set in which the spike broke. According to the report, the set was spiked and flushed with saline. The set was then connected to a patient and a rituximab bag was spiked. While inserting into the rituximab bag the spike broke. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.